Manufacturer narrative:
Additional information has been requested and if available, it will be submitted on the supplemental report.

Event description:
It was reported that, "insert has a crack in the posterior middle back of insert. Also, 2 pieces broke off in the posterior distal rim".